Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device relative to an unspecified procedure. Reportedly at the time of insertion, the physician pulled hard and the proglide device broke. The shaft of the proglide remained in the patient. The vascular surgery team intervened and performed a cut-down along with manual suturing to reconstruct the artery and achieve hemostasis. After the removal of the shaft of the proglide, the patient was stable and admitted to the hospital. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after brain thrombectomy interventional procedure using a 8f sheath. Reportedly after [suture] release, it was not possible to remove the proglide from the anatomy. The device was pulled and separated at the guide. Arteriotomy was performed to remove the separated piece of the guide. After being discharged from the hospital post surgical intervention, the patient returned one week later as an infection at the puncture site had developed. The treatment for the infection has not been provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury and infection are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force. The reported patient effect of tissue injury and infection are known as an inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. It was reported that the physician pulled hard on the proglide device. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. In this case, it is unknown of the IFU violation directly contributed to the reported event in the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.